Manufacturer narrative:
The investigation dialed into the system and verified that according to the configuration, there was no automatic result change when it was empty due to driver settings, general parameters, or rule engine. It was also confirmed that there was no result with the flag 46 in the database. The investigation confirmed that the customer could not find any erroneous result and a sample where the allegation can be tested was not provided. The investigation did not identify a product problem.

Event description:
We received an allegation that cobas infinity transmitted a wrong result to the laboratory information system (lis). The reporter stated that cobas infinity was transmitting an incorrect result to the lis instead of an empty result when the extinction limit (flag 46) was reached. The reporter was not able to provide any examples.